Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt's parents complained about their child not responding. No accident, fever or any other ailments were reported. The pt does not have any behavioral problems. Testing in situ carried out on (B)(6) 2011 shows 7 electrode channels in status hi and an increased ground path impedance.